Event description:
It was reported that this attempted right atrial (ra) lead exhibited abnormal behavior when evaluated outside the body of the patient. During evaluation, the helix was noted to extend with an unusually loud snapping sound and appeared to protrude, suggesting a possible obstruction at the tip. During an attempted placement into the right ventricle, the pacing threshold measured 1.0 volts (v) with the helix retracted; however, the threshold increased to greater than 5.0 v upon helix extension. This threshold increase associated with helix extension was observed on three separate occasions. As a result, this ra lead was replaced and not implanted. No adverse patient effects were reported.